Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the buttons on the insulin pump didn't work and it was alarming button error every 20 minutes. Customer blood glucose was 166 mg/dl. Troubleshooting was performed for button error and keypad anomaly. Customer stated, she keeps the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarms or unexpected audio/beep anomaly noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.